Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt.

Event description:
Unomedical reference number (B)(4). Event occurred in egypt. On (B)(6) 2024, the patient father reported that the patient was accumulated acetone but no high blood glucose. The patient was hospitalized due to diabetic ketoacidosis. The patient also had ketones and received IV insulin drip in hospital. No further information available.